Manufacturer narrative:
The patient age was not available, (B) (6).the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00655 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the nurse deployed the clip, but the clip would not release from the catheter. The clip was pulled off of the tissue, but there was no tissue damage, or additional bleeding. The clip fell off into the patient, and was left to pass naturally. The second clip would not fully open inside the patient. The case was completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00655 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the nurse deployed the clip, but the clip would not release from the catheter. The clip was pulled off of the tissue, but there was no tissue damage, or additional bleeding. The clip fell off into the patient, and was left to pass naturally. The second clip would not fully open inside the patient. The case was completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that there was a kink near the handle. The clip assembly could not be actuated, so it could not be confirmed that the clip assembly would not open fully. It was also noticed that the over sheath was accordioned at the sheath grip. As evident by the kink in the control wire, the end user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. (B)(4).